Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet bionic pancreas with an inset infusion set, with no device alerts observed, and the user and a company diabetes specialist determined that replacement of the ilet was appropriate; the user¿s clinician provided long-acting insulin as interim therapy. Symptoms included headache, dry mouth, and frequent urination. Outcomes included use of back-up therapy with long-acting insulin without external assistance and no hospitalization. Investigation included troubleshooting and education regarding device use and infusion set considerations, along with arrangement for device replacement. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with no device alerts reported and no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.